Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11 based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. ¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the video system center image captured does not display on the screen. The issue occurred, during installation. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. However, tac confirmed, that all setting and cabling to be correct with the olympus equipment. The customer, informed tac of the event. That, while installing the provation software, an error code e402 populated when attempting to capture an image using scope switch 4. And the image captured does not display on the screen, before it disappears. Also, the error needs to be rectified by provation, as it involves the provation pc. Customer will reach out to provation and troubleshoot. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.